Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspect of bia-alcl".

Event description:
Healthcare provider reported "suspect of bia-alcl" and "anxiety-product/procedure" for the right side. The device has been explanted. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspect of bia-alcl".

Event description:
Healthcare provider reported "suspect of bia-alcl" and "anxiety-product/procedure" for the right side. The device has been explanted. Pathological markers confirming alcl have not been received.